Event description:
It was reported that the lead impedance increased when the patient rolled onto their side, and that noise on egm caused inappropriate shocks. Low coil impedances were also reported . The lead was explanted and replaced. No patient complications have been reported as a result of this event